Manufacturer narrative:
Product complaint # ==> (B)(6) date sent to the FDA: 07/01/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 evaluation: h3 investigation summary: according to the information received, it was reported by the rep during an unknown procedure the suture broke at the swage. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. One empty labeled winding former and two detached needles of product code vcp589h were received to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, the swage area of the needle was noted with marks that appears to be by surgical instrument. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please clarify if the suture broke into separate pieces or if the entire suture separated from the needle at the swage. Could you please provide the lot number? Procedure name and date? No additional information. Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the suture broke at the swag. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.